Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) not performing as expected. Two weeks later, a surgery was performed in which a crack was identified in the pump connecting tube. All the ipp components were removed and replaced. There were no patient complications.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) not performing as expected. Two weeks later, a surgery was performed in which a crack was identified in the pump connecting tube. All the ipp components were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, pressure tested and leak tested. No anomalies were found with the cylinders. The reservoir was visually and microscopically examined, and leak tested. No anomalies were found with the reservoir. The pump was visually and microscopically examined, functionally tested and leak tested. A hole consistent with explant damage was identified in the pump kink resistant tubing. The pump did not pass the activation test. Based on the information available and analysis results, the identified pump activation issue could have caused or contributed to the reported clinical observation of device not performing as expected.